Manufacturer narrative:
Lot numbers for the appliers were not reported to the manufacturing facility. Complaint was received by a distributor therefore lot tracing could not be performed by teleflex medical. At this time, teleflex medical is unable to perform a device history record review. If the applier(s) are sent in, a DHR and product evaluation will be performed and a follow up report will be submitted.

Event description:
It was reported to teleflex medical that during surgical procedures, the hem-o-lok xl clips were not releasing freely from the appliers that were used. Surgeon(s) were having to "joggle" the applier jaws to release the clips. No patient injury reported to have occurred.